Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving high readings from the sensor scan and experienced a loss of consciousness. Emergency services were called and upon arrival, a healthcare meter reading of 2.2 mmol/l was obtained in comparison to a sensor scan result of 7.0 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was administered intravenous glucose by the paramedics for treatment of a hypoglycemia. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 7 with event log 11, 224, and 227, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba), observed that the molex connector had been damaged and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Smu testing could not be performed without the molex connector connected. Therefore, issue is unable to test. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0atrh6utu has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving high readings from the sensor scan and experienced a loss of consciousness. Emergency services were called and upon arrival, a healthcare meter reading of 2.2 mmol/l was obtained in comparison to a sensor scan result of 7.0 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was administered intravenous glucose by the paramedics for treatment of a hypoglycemia. No further treatment was indicated. There was no report of death or permanent injury associated with this event.